Event description:
It was reported that during introduction for a percutaneous transluminal angioplasty treatment procedure, a catheter entrapment on guide wire occurred and the balloon separated from the shaft. Vascular access was obtained via the right common femoral artery using an antegrade approach. The 100% stenosed target lesion was located in the calcified right posterior tibial artery. A 4f non bsc sheath was used. After a non bsc micro catheter and a non bsc guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced, however resistance was met when the guide wire was inserted into the lumen of the device. Subsequently, a 1.5mm coyote es balloon catheter was advanced, however, it became stuck on the guide wire before it was advanced into the patient. When the catheter was being removed from the guide wire, the balloon separated from the shaft. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received with no original packaging or other devices. There was blood in the inflation lumen. The tip was damaged. The hypotube and midshaft were kinked 1cm from the guidewire exit notch. There was a complete separation of the inner and outer shafts distally from the guidewire exit notch. The appearance of the fractured ends of the shafts may be consistent with separation due to tensile overload. Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies. The inner and outer shafts were buckled from the fracture location to the markerband. The balloon bonds were intact and the actual detachment occurred in the shaft components. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during introduction for a percutaneous transluminal angioplasty treatment procedure, a catheter entrapment on guide wire occurred and the balloon separated from the shaft. Vascular access was obtained via the right common femoral artery using an antegrade approach. The 100% stenosed target lesion was located in the calcified right posterior tibial artery. A 4f non bsc sheath was used. After a non bsc micro catheter and a non bsc guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced, however resistance was met when the guide wire was inserted into the lumen of the device. Subsequently, a 1.5mm coyote es balloon catheter was advanced, however, it became stuck on the guide wire before it was advanced into the patient. When the catheter was being removed from the guide wire, the balloon separated from the shaft. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4).